Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and lot number could not be provided by facility.

Event description:
Gambro was notified a pt coded during dialysis. No more info related to this event will be provided by the facility. The phoenix machine was inspected by a gambro (B)(4) and determined to be operating within MFR's specs. The cartridge blood tubing set was discarded and not available for investigation. The lot number could not be provided by facility.